Event description:
The patient reported their incision site was leaking pus. Antibiotics were prescribed and the physician recommended giving it time to heal. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient touched/picked at the wound and pulled on a suture which may have contributed to the reported issue. Additionally, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance as the patient pulled on a suture (user error-patient). Surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient touched/picked at the wound and pulled on a suture which may have contributed to the reported issue. Additionally, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance as the patient pulled on a suture (user error-patient). Surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision site was leaking pus. Antibiotics were prescribed and the physician recommended giving it time to heal. Additional information was provided on (B)(6) 2025. The patient was continuing to heal slowly and wanted their neurostimulator removed. An explant procedure was performed on (B)(6) 2025.